Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at their ipg site due to the ipg becoming more superficial from the patient's weight loss. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model, and move the ipg pocket deeper. Effective therapy was restored post operatively